Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the 4.0 x 28 mm promus stent was successfully deployed in the rca. It was noticed that a second stent needed to be placed distal to the 4.0 x 28 mm promus. An attempt was made to advance the 4.0 x 12 mm promus stent delivery system (sds) distal to the first stent, but the 4.0 x 12 promus sds would not cross.

Manufacturer narrative:
(B)(4).